Event description:
Mom has noted significant difficulty with function of patient's ci since about 3-4 months after it was implanted. Some troubles they have had include: battery dying quickly, a subjective sense of the internal device shifting, and most importantly malfunction of internal processing component.